Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this unknown right ventricular (rv) lead was fractured and replaced with a competitor's product. No adverse patient effects were reported. Attempts to obtain additional information have been unsuccessful.